Event description:
An unk sixew aneurx stent graft was inserted into a pt for treatment of an abdominal aortic naeurysm. Aneurysm morphology is unk and the vessel were rpeorted to be non tortuous and non calcified. It was reported that quick release button appeared engaged prior to deployment of the stent graft; however, when the stent graft deployment was initiated the graft cover did not retract. The quick release button was found disengaged and had retracted approxiamtely 3 inches. The button was returned to its original position and the physician reconnected it and successfully completed deployment of the stent graft no clinical sequale were reported and the pt is fine. The device was not returned to medtronic for analysis.